Event description:
It was reported that during a nailing procedure surgeon was inserting a nail into a pt with a femur fracture and as surgeon was inserting the nail the greater trochanter broke. The nail was completely inserted and the procedure was completed. It is not known if surgeon took any special measures for the fracture.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.(B)(4): placeholder.